Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd legacy pump was returned for analysis. During analysis, the reported issue was unable to be duplicated. Three accuracy tests were run, and the pump was found to be within manufacturing specifications. However, fluid ingression was found on pump by the chassis base of the expulsor, which could have possible damaged into the expulsor gasket causing the reported issue. An expulsor assembly will be replaced. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that during bench testing of a smiths medical cadd legacy pump, it was noted that the pump failed accuracy (+8.2%). No patient was involved in this event. No adverse effects were reported.